Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to an infection. The patient's symptoms began approximately three weeks prior to surgery. Two weeks prior to surgery the physician identified the patient had an infection in the scrotum. The patient was treated with antibiotics. The device was then removed on (B)(6)2020.